Event description:
On 23rd february 2023, rayner intraocular lenses limited received notification from a healthcare facility in germany of an event that occurred during use of a rayone aspheric rao600c iol, +19.5d. The event description provided states that during procedure the lens got jammed in injector preventing its implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during procedure the lens got jammed in injector preventing its implantation. The healthcare facility reports that the event led to more complex and prolonged surgery; however, no further details of the event are available. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.